Manufacturer narrative:
The central nurse's station (cns) displayed a chkdsk error message when trying to set up the unit for the first time. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. Performing a run scan disk fixes the reported error message. No parts were replaced. The device completed 24 hours of extended testing and operates to manufacturer's specifications. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The central nurse's station (cns) displayed a chkdsk error message when trying to set up the unit for the first time.